Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 481mg/dl on the contour next and took 5units of lispro insulin. Twenty-five minutes later the customer retested and the reading was 43mg/dl. She also felt hypoglycemic; she was shaking. The customer received a new meter and strips. She was advised to return her strips for evaluation.